Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed a battery voltage of 2.19 v with a magnet rate of 62.9 ppm. Two weeks previous, the magnet rate was 70.8 ppm.